Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and sick on (B)(6) 2019 with blood glucose of 596 mg/dl. The customer's nurse report they did not allege insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer's nurse reported that the drive support cap appears normal. The customer's nurse reported that there was a detected blockage in the insulin delivery. The customer's nurse reported that they performed self test and test was passed. The customer was treated with insulin drip and insulin pump. The customer's nurse reported that they feel okay to troubleshooting. The insulin pump will not be returned for analysis.